Manufacturer narrative:
Revision occurred after 8 months due to infection of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 8 months after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to infection at implant site. A 36 mm centered glenosphere, 36 mm + 6 standard humeral cup, 2 standard screws, and 2 locking screws were explanted. These items were replaced with a 36 mm centered glenosphere, 36 mm + 9 stability humeral cup, and 4 locking screws.